Manufacturer narrative:
Product analysis: upon receipt at medtronics quality laboratory, the stent posts appeared slightly deflected. The right and non-coronary cusps were stiff due to host tissue on the inflow and outflow. The left cusp appeared stiff but slightly flexible due to host tissue on the inflow and outflow. The free margin of the non-coronary and left cusps appeared to fold back and adhere to the host tissue on the outflow. All commissures appeared intact. Tiny tears on the top of the left right commissure appeared to have occurred during explant. Glistening off white pannus lined the tissue and base stitching adjacent to the non-coronary and left cusps, into the all inferior coaptive areas and 1 to 5 mm onto all cusps showing a reduced inflow orifice area. An unknown amount of pannus appeared to have been removed on the inflow. Tan thrombotic appearing host tissue filled and stiffened the right and non-coronary cusps on the outflow. A thin layer of tan thrombotic appearing host tissue lined the left cusp on the outflow. Brown discoloration of tissue along the inflow margin of attachment of the right cusp was "suggestive of prior hemorrhage or blood accumulation." Radiography showed a strip of mineralization in the non-coronary cusp with a trace in the left cusp. Conclusion: a review of the device history record (DHR) was performed for this valve. There were no correlations / issues identified in regard to manufacturing that could be related to this event. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. A visual examination of the returned device was performed upon receipt. The pannus overgrowth on the inflow appears to have extended several millimeters out onto the leaflet which would have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have led to the thrombus formation on the outflow of the valve which could cause stenosis. Pannus overgrowth is associated with surgical valve replacement due to patient interaction and/or healing response with the surgical valve. Pannus overgrowth has been an inherent risk of surgical valve replacement.

Manufacturer narrative:
Product analysis: the device has been returned for evaluation. Device evaluation is currently in progress. Conclusion: should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that following implant of this bioprosthetic valve, this valve was explanted and replaced (no implant duration provided) due to valvular thrombosis. No other adverse patient effects were reported.